Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tibial bearing. The unknown poly was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
The surgical plan was to perform a bone mass excision on a patient that had an existing gmrs femur, pressfit stem and mrh metal back tibia. During the washout and excision, the surgeon decided to remove the poly and tibial bearing component.